Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturer's representative regarding a patient's implantable neurostimulator (ins) f or failed back surgery syndrome and spinal pain. It was reported that they feel minimal pain relief and there's been no success alleviating pain despite multiple reprogrammings of their device. There is a scheduled surgical intervention on (B)(6) 2020. No further complications reported/anticipated.